Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a pt wa admitted to a hospital on (B)(6) 2014, due to experiencing a myocardial infarction. On (B)(6) 2014, the pt expired while admitted. This nurse reported that the pt was not dialyzing, at operating room four hours prior to the event myocardial infarction or death. There was no reportable device malfunction.